Event description:
Us customer contacted cepheid to discuss results for twenty-seven patients for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Twenty-two patients initially tested positive, then tested negative after recollection. Five patients tested positive after recollection but the customer was concerned about contamination. The patients were being screened for a sport activity. All samples were mid-turbinate swabs from asymptomatic patients on (B)(6) 2022 and were processed per package insert using xpert xpress sars-cov-2/flu/rsv plus. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss results for twenty-seven patients for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. Twenty-two patients initially tested positive, then tested negative after recollection. Five patients tested positive after recollection but the customer was concerned about contamination. The patients were being screened for a sport activity. All samples were mid-turbinate swabs from asymptomatic patients on (B)(6) 2022 and were processed per package insert using xpert xpress sars-cov-2/flu/rsv plus. Review of data provided by the customer showed pcr curves consistent with the presence of target in the reactions. The sars-cov-2 and internal control (sample process control) curves were normal in appearance. The customer believed the root cause of the discrepant results to be contamination. There was no evidence of product malfunction and there was no reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.